Event description:
It was reported that the lead was initially deployed successfully and all checks were performed with satisfactory measurements. The patient then moved which dislodged the lead. Afterwards, it was not possible anymore to reposition the lead. The lead was removed and replaced. No further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis. Outer insulation breached cut and blood was found on the helix and proximal conductor.